Manufacturer narrative:
The customer worked with the service representative. It was determined that the device has a malfunctioning battery. However, since the device is at end-of- life no parts are available through philips. The device needs a battery. Based on the information available the cause of the reported problem was battery. The reported problem was only confirmed by the customer. The device needs a battery, but no parts are available since the device was end-of-life since 31dec2022. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery does not work, the defibrillator does not turn on with only the battery. There was no reported patient involvement.